Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor; due to customer not loading their cartridge which prevented insulin from being delivered. Customer addressed their bg level by changing out supplies. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.